Manufacturer narrative:
(B)(4). Mfg site name-coherent inc. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 03, 2017 that an accutrac 200 laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2017. Reportedly, the laser unit used was dornier 21 console. According to the complainant, during the procedure and inside the patient, the laser fiber broke in half while laser energy was fired. The broken half was inside the scope while it was inside the patient. A spark was also noted leaking out from the break. The broken fiber as retrieved by pulling it out together with the scope. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. According to the complainant, during the procedure, the scrub tech might have clamped the fiber which caused it to break.

Manufacturer narrative:
The patient's weight is (B)(6). Updated with additional information received on october 31, 2017. User/voluntary medwatch #: (B)(4). One accutrac laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared used. Additional examination under magnification revealed a burn mark at the tip. The fiber was returned broken into two pieces. The first piece measured approximately 106 cm from the top of the connector to the break. There was a burn mark at the break. The second piece measured approximately 211 cm from the break which includes the entire distal tip. There was a burn mark at the break. There were no clamp marks on the fiber. The condition of the returned device confirms that the fiber was broken. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on october 03, 2017 that an accutrac 200 laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2017. Reportedly, the laser unit used was dornier 21 console. According to the complainant, during the procedure and inside the patient, the laser fiber broke in half while laser energy was fired. The broken half was inside the scope while it was inside the patient. A spark was also noted leaking out from the break. The broken fiber as retrieved by pulling it out together with the scope. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. According to the complainant, during the procedure, the scrub tech might have clamped the fiber which caused it to break.